Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer: it was reported their ins didn¿t do much for bowel control. The patient states the ins was removed because she lost so much weight and ins was protruding and 'literally coming out of my butt'. Caller states a rep told her than her the ins had at 2 more years before the battery would run out. No further complications were reported or are anticipated.

Manufacturer narrative:
Event date is approximate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that the patient was running low grade fevers. The patient noted they had lost 7 pounds the end of (B)(6)and their implant was sticking out since the weight loss. The patient noted they had a port implanted as well and was planned to get another implant for pain on their right side. The patient also reported they were taking an antibiotic every day. The patient was redirected to their healthcare provider. No further complications were reported.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that nothing was done to resolve the ins sticking out since the weight loss. The patient was taking antibiotics every day because they were a cancer patient and had a low immune system; the antibiotics helped prevent recurring upper respiratory infections.